Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2203e and lot#: 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd smartsite 13mm vial access device was damaged. The following information was provided by the initial reporter: vial adaptor's spike broken/damaged - during use. Additional information received: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: dosage not received by the patient. Could you please confirm whether the date of awareness mentioned in the email is the date of the event? If it is not, could you kindly provide the actual date of the event: the date of awareness is what is used as the date of event.